Manufacturer narrative:
E1 initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.0mmx30mmx143cm nc quantum apex balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 12 atmospheres for 15 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote nc balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The balloon was functionally tested by inflating it to rated burst pressure and it was able to hold pressure. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis could not confirm the reported balloon rupture.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.0mmx30mmx143cm nc quantum apex balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 12 atmospheres for 15 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.